Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, crease fold, wear abrasion and missing shell (0-25%). Leak test and microscopic analysis was performed which identified: two openings crease smooth on the posterior and broken striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two crease smooth openings on the posterior assessed as fold flaw opening. A striated broken on the radius assessed as surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted. The device was expired at the time of implant.